Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit gave an erratic pulse rate. It was indicated that heart rate readings were from 178-181 and a still photo showed a heart rate at 223. There was no patient injury.